Event description:
It was reported that while drilling at the c1 level, the drill bit went out of the pedicle and cut the vertebral artery.

Manufacturer narrative:
Device was not returned to manufacturer for evaluation. Unable to determine the cause of the event.